Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results one 8fr angioseal vip was returned for product evaluation. The returned sample included the header bag and carrier tube assembly mated with hemostasis sheath. There was some blood-like substances on the returned sample. The hemostasis sheath was mated properly to the carrier tube assembly and the locking mechanism was set to rear lock position. The device was subjected to visual analysis under the microscope. The anchor was observed to be located within the hemostasis sheath. No other visual anomalies were observed. Functional testing was performed on the returned device. The locking mechanism was reset to forward lock position. The anchor was observed to release from the tip of the hemostasis sheath. Then the device cap was pulled back to rear lock position and the anchor became posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and the collagen and suture released along with the tamper tube. There were no other functional anomalies observed. The complaint can be confirmed for the failure of non-deployment device pullout. The likely root cause for this issue could likely be an obstruction to the tip of the sheath not allowing the anchor to release completely. Over insertion of sheath could likely cause this to happen. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was delivered without collagen. The puncture site could not be closed with the system. Manual compression was done. Patient was treated as intended. There was no significant delay of the procedure. No significant blood loss. The patient was not harmed. Additional information was received on 10august2021: the procedure performed was a peripheral intervention with an unknown sheath size. A pre-deployment angiogram was performed. There was no noticeable damage to the device. The patient was in stable condition.